Event description:
It was reported that the patient was going to have an MRI of the low back. This was wanted by the patient¿s pain management doctor as ¿a lot of stuff that we¿re trying is not working.¿ the doctor wanted to see if stenosis and scoliosis was worse. It was also noted that the patient had arthritis and her back was deteriorating. These were the reasons for the spinal cord stimulation (scs) system being implanted and to treat back pain. The stimulator was not helping the pain very much. It felt like it was stimulating the legs, which had happened a couple times before and she had reprogramming done. It was not known when the problems began but they started after she had some falls. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).